Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 78539 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 apr 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the "tip" of the gastrostomy tube broke, and the patient was unable to receive feed. No injury reported. The hospital continued providing fluids, and the tube was replaced by replacement kit later that day. No information was provided regarding which part of the tube was the "tip." Additional information was requested, but not yet received.